Manufacturer narrative:
The implant was returned for evaluation. Visual examination confirmed presence of polyethylene bag residue on the implant. The device was used for treatment. The femoral component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some cases a portion of polyethylene on the device. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported upon opening that a polyethylene bag used for packaging was found to be adhered to the femoral component. The surgeon completed the surgery with same size of femoral component.